Event description:
Reporter indicated a vns therapy patient "may need the lead wire replaced." The wire is "now visible thru skin, stretched tight across chest." The physician reviewed x-rays and "wires appear intact." Diagnostic testing yielded good results in 2008. Good faith attempts to obtain additional information have been unsuccessful to date.